Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(4), batch: 7012903. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318 , serial: na, batch: 21702868.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. The explanted ipg, lead and clik anchor were not returned as they were discarded by the medical facility.